Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on 15-february-2024, the patient underwent an orif surgery for a fracture of the midshaft of the clavicle. The screw felt wobbly because the recess of the screwhead did not engage properly with the screwdriver. It was also wobbly when inserting the screw into the screw hole in the plate. While the surgeon inserted the screw turning it clockwise, the screw was twisted off. The broken screw was removed and the procedure continued with another screw. That screw engaged with the screwdriver with no problems, and the surgery was completed successfully. There was a surgical delay of under 30 minutes. All generated fragments were removed from the patient¿s body with no additional medical intervention. It was confirmed via x-ray that no pieces were left behind. No further information is available. This report is for a lwprof metaphys compres scr ã¸2.7 self-ta. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: device returned. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lwprof metaphys compress scr ã¸2.7 self-ta was found broken across the neck between the head and the shaft. In addition, threads of the shaft and the recess of the head screw were stripped, likely caused during the attempt of implantation. Assembling issues are most likely due to stripped condition. Both fragments were received for evaluation. A dimensional inspection for the lwprof metaphys compress scr ã¸2.7 self-ta was not performed due to post manufacturing damage. The observed broken condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lwprof metaphys compress scr ã¸2.7 self-ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:04.118.516ts. Lot:8l89605. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 13 dec 2021. Expiration date: 01 dec 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part #04.118.516. Non-sterile lot #427p515. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 08 oct 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacture site updated.